Manufacturer narrative:
Failure analysis for fiber (b)(4: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the prostate procedure, with 27,742 joules used and 2:58 minutes expended, ¿fiber beam starting shooting in a forward beam and not side firing¿ was noted. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient or user injury was reported.